Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device does not deliver the basal rate and does not properly display e4 (occlusion) error or e7 (electronic) error. On (B)(6) 2011 at 12:00 pm his blood glucose measured 4.4 mmol/l (79 mg/dl) and he ate and bolused 6 units of insulin. At 4:00pm his blood glucose measured 23.3 mmol/l (419 mg/dl) and he injected 10 units of insulin via pen. At 8:00pm he bolused 2 units of insulin and then injected 10 units of insulin via pen. At 12:00am he changed the infusion site. On (B)(6) 2011 at 8:00am his blood glucose measured 18 mmol/l (324 mg/dl) and he bolused 12 units of insulin and ate. At 12:00pm he changed the insulin cartridge and infusion set. The remainder of the day his blood glucose ranged from 15-20 mmol/l (270-360 mg/dl). His blood glucose remained elevated through (B)(6) 2011. On (B)(6) 2011 at 11:00am he changed the infusion set and insulin cartridge and his blood glucose measured over 15 mmol/l (270 mg/dl). He injected insulin via pen. At 6:00pm he injected 20 units of insulin via pen and ate. He switched to his backup infusion device at 10:30pm and his blood glucose decreased to 5 mmol/l (90 mg/dl). On (B)(6) 2011, he was sweating and his wife woke him up and administered an oral agent and contacted emergency services. His blood glucose was measured by the doctor at 7.5 mmol/l (135 mg/dl). He was transported to the hospital. He stated he administered too much insulin via pen and this caused low blood glucose. His normal blood glucose range 5-6 mmol/l (90-108 mg/dl). The infusion device was replaced and requested to be returned for evaluation.